Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that emergency medical services were dispatched and was hospitalized due to high blood glucose on unknown date. Blood glucose level at the time of the incident was unknown and current blood glucose was 222 mg/dl. Customer stated that insulin pump was under delivering. Customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of event. The customer stated that insulin pump was under d customer was treated with insulin pump bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. No over delivery anomaly or under delivery anomaly noted. The test battery was removed and reinserted with no failed battery test alarm noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device was monitored for 4 days. No blank display noted. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error 25, low battery alert, unexpected power loss alarm, replace battery alert, or replace battery now alarm noted in the device trace download. All buttons function properly. No unresponsive buttons or button error alarm or stuck button alarm noted. No damage noted on the keypad traces. During visual inspection, found the keypad connector on electrical board was properly locked. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).